Event description:
It was reported that during the implant procedure, the helix would not extend after repositioning due to poor sensing in the first position in the rv apex. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with no anomalies. Visual inspection noted the helix was bent. The electrical characteristics of the device were found to be within product specifications. Mechanical inspection revealed that the helix electrode would consistently extend and retract within 14 turns.